Event description:
It was reported that upon evaluation of the device it was noted that the device was not implanted. The implant has been removed.

Event description:
The device was returned and its evaluation has been completed. The device was returned loose in the packaging. The stent graft was still loaded in place. There was no gap between the tip and the graft cover. There were no kinks on the sheath; however, there were some scratches on the tip, likely from calcification. During evaluation, the stent graft was deployed without issue. There was coagulated blood noted on the shoulder of the taper tip after deployment of the stent graft; however, no tissue were observed. There were no abnormalities noted with the device. The patient vessel morphology, which was reported as frail and calcified, is the likely cause of this product experience.

Event description:
A valiant captivia stent graft system was attempted in a patient for the endovascular treatment of a pre-operatively ruptured 5 cm thoracic aortic aneurysm approximately four weeks ago. The vessels were frail and calcified. It was reported that there were difficulties during the advancing/introducing of the delivery system. There was a 5 mm gap between the graft cover and the tip capture. There was a perforation of the left common iliac artery. The artery was surgically repaired. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial trauma/dissection/perforation), patient's condition affected effectiveness of device (pre-operatively ruptured thoracic aneurysm, frail and calcified vessels). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (pre-operatively ruptured thoracic aneurysm, frail and calcified vessels).